Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device indicated that the device reached recommended replacement time (rrt) on (B)(6) 2013 at the battery voltage of less than or equal to 2.62 volts. (B)(4).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  reached elective replacement indicator (eri) earlier than expected. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.